Event description:
The customer reported that after receiving no delivery alarms on the insulin pump, which were resolved with a set change, the insulin pump would start over-correcting and she would end up hypoglycemic. The customer's blood glucose at the time of the report was 400 mg/dl. She was unable to troubleshoot at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2014-95472.(B)(4)